Event description:
Reportable based on analysis completed on 27-nov-2014. It was reported that crossing difficulties were encountered. In september 2014, the patient was admitted for angiography. Angiography revealed single vessel disease (svd) at distal left anterior descending (lad) artery. Vascular access was obtained via the femoral artery. The 12mm in length, de novo, concentric target lesion was located in a non calcified and mildly tortuous lad artery. A non bsc guide wire was advanced. The lesion was pre dilated with a balloon catheter. A 2.75x12mm promus element ¿ stent was selected; however, the device was unable to cross due to a tight lesion. The procedure was completed with a 2.5x16mm promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. Struts on the two most distal stent rows were damaged and bent proximally. This type of damage is consistent with the stent meeting resistance upon advancement. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No kinks or damage were noticed along the shaft polymer extrusion of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).